Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/19/2024, a sales representative reported via sems-06739359 that an abs-10060 angel prp system centrifuge us (new) was displaying many error codes when in use and continued to pause during mid-spin. They tried wiping down the laser and eyepiece, but the issue persisted. They had to keep pressing to make the device work. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information.

Event description:
Additional information was received on 01/16/2025: this was discovered during a bmac for a foot fusion procedure with anesthesia on (B)(6) 2025. The case was completed using the same angle complaint device. There was no case delay reported and no adverse effects on the patient.

Manufacturer narrative:
The complaint allegation was not confirmed. One unpackaged, abs-10060r, angel prp system centrifuge us, serial/batch number (B)(6), was received for evaluation. Visual inspection revealed no issues with the device. Functional testing was performed with 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), displayed a multitude of error codes. This error could not be replicated. No problem found.